Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that all attune femoral trials have fractured from repeated impaction. 5 of each side for a total of 30 replacements. No surgical delay.